Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown baseplate. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient was revised on a right knee. Base plate was removed.

Manufacturer narrative:
Update (07/30/2015): a review of the revision operative report dated (B)(6) 2014 indicates: ¿tibial component with broken junction at the offset and stem of the striker (sic) tibial component causing metal-on-metal wear.¿

Event description:
It was reported that patient was revised on a right knee. Base plate was removed. Update (07/30/2015): a review of the revision operative report dated (B)(6) 2014 indicates: tibial component with broken junction at the offset and stem of the striker (sic) tibial component causing metal-on-metal wear.

Manufacturer narrative:
Catalogue number unknown at this time. Previously provided device description was changed to an unknown stem. Conclusions: a review of the provided medical records by a clinical consultant indicated: ¿a material analysis report of the fracture surfaces of this broken stem would likely demonstrate a fatigue fracture at the junction of the loose proximal and well-fixed distal segments, possibly initiated at a damage site from a previous unsuccessful surgical attempt to remove the component. There is no evidence that this clinical picture of infection, loosening, and multiple surgeries of the right knee resulted from factors of faulty stryker prosthetic component design, manufacturing or materials.¿ if the device and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a right knee. Base plate was removed.